Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the shaft being bent. Based on the condition of the returned unit, it is likely that the reported event may have been caused by mishandling during shipping or at the customer's facility. However, the exact root cause of the bent shaft could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction: d1.

Event description:
Procedure performed: lower anterior resection with da vinci robotic surgery. Event description: [hospital] "the surgeon discovered that the tip of the instrument was broken and unusable upon initial use." Additional information received from [distributor] via email on 10sep2024 "jaw detached. Malfunction noticed or happened beginning of the surgery." Additional information obtained from [distributor] via email on 22nov2024: as the incident occurred long ago, the user no longer recalls the details, and the unit has been returned to applied, making it impossible for us to verify the issue. Intervention: the case was completed with the new one. Patient status: no patient injury.

Event description:
Procedure performed: lower anterior resection with da vinci robotic surgery. Event description: [hospital] "the surgeon discovered that the tip of the instrument was broken and unusable upon initial use." Additional information received from [distributor] via email on 10sep2024 "jaw detached. Malfunction noticed or happened beginning of the surgery." Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.